Event description:
Customer stated that he had called in a few weeks ago because the replacement heads he bought were causing the toothbrush to make a loud sound. We sent the customer replacement heads but now the customer explained that the ones we sent him had the bristle come off the brush head while he was brushing.